Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with test monitor) was confirmed. Upon evaluation, the trunk cable's hex crimp ferrule connector was pulled out and broke the j702 connector on the distribution node (dn) pca. The cause of the inability to communicate is the damaged connector. The root cause of the damaged connector cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) indicating that it could not communicate with an test monitor.